Manufacturer narrative:
Continued e.1 postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: pain, presence of capsule grade ii ¿ iii and peri prothesis liquid.

Event description:
Healthcare professional reported right side "pain, presence of capsule grade ii ¿ iii and peri prothesis liquid." Device was explanted and replaced.